Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the e-100 generator was not working. The e-100 generator's status led was red. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse), the customer rebooted the generator, but the issue persisted. The tse explained to the customer that the generator was most likely defective and that a field service engineer (fse) visit was needed to replace the faulty generator. Nevertheless, the customer wanted to reboot the whole system. During the reboot, the tse asked the customer to check the proper cabling of the e-100 generator. The cabling was okay, but like excepted the generator did not work anymore. The customer was using the erbe generator to proceed with the surgery. The procedure was completing as planned with no reported injury. Isi followed up with the nurse and obtained the following additional information: the customer confirmed that system functionality checked upon powering on the system. The customer reported that after the self-test of the da vinci system, the error displayed red on the e-100. The customer confirmed that the procedure was able to be completed robotically with the erbe. No patient information was available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi has received the e-100 generator involved with this complaint and completed the evaluation. The unit was analyzed, and the reported failure was replicated. This unit was installed onto the test system and failed testing. The power led turned red and bipolar led did not turn on. The generator cannot cut/seal. The complaint was confirmed based on failure analysis.